Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that her pump is not delivering insulin and she has gotten sick. The customer stated that the pump had about 70 units of insulin left and it stopped delivering insulin. The customer also stated that she had a no delivery alarm. The customer felt as if she did not receive the proper amount of insulin because her blood glucose was higher than normal. The customer stated that she forgot to fill the cannula dead space after removing the introducer needle. The customer stated that she did not program another prime after reconnecting and disconnecting. The customer was advised to monitor the pump. The customer will be sent a replacement pump.